Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient came in to ER after receiving a shock. The device was found to be in reset mode with no defib support. It was believed that a lead anomaly may have been the cause. The lead belongs to a competitor.